Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) disconnected from the IV tubing during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "IV tubing disconnected from the optima injector tacro hang time: (B)(6) 2020 at 0959. Disconnection time: (B)(6) 2020 at 1000".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lots 1910109 and 1909103 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Three retained injector samples from lot 1910109 and three from lot 1909103 were inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Functional testing was performed, connecting one injector form each lot to a sample syringe, protector and vial according to the instructions for use. Each sample was tested three times and in all cases the product functioned properly, and no issues were observed. Based on the available information we are not able to identify a root cause related to the injector or our manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) disconnected from the IV tubing during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "IV tubing disconnected from the optima injector tacro hang time: (B)(6) 2020 at 0959. Disconnection time: (B)(6) 2020 at 1000.